Event description:
The technician alleged the bed had a high ground reading during a safety check no pt impact.

Manufacturer narrative:
The technician found the ground prong on te power cord plug is bent. The technician replaced the power cord to resolve the issue.